Manufacturer narrative:
Analysis of the catheter (serial number (B)(6)) identified damage to the transition tubing of the catheter body. Analysis of the pump revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's pump was replaced on 2024-05-01 and "it wasn't working right, so they changed the catheter. But ever since I got a new pump about a year ago - last july - it wasn't working, so they just redid the whole thing last week". Per the patient, "I had the pump for like 7 years so they changed just the pump but I had nothing but problems and now they went in again and they replaced it because I was having problems and the pump would have been due to be replaced soon anyway". Per the patient, they'd had fentanyl and a numbing medication, which they thought was novocain, which they'd had in every pump. The indication for the use of the pump system was non-malignant pain and spinal pain/spinal pain indications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6) implanted: (B)(6) 2017: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare provider (hcp) replaced the catheter and never tested if the existing catheter had an issue. The hcp also replaced the pump because the elective replacement indicator (eri) was in a year. The cause of the pump "not working working right" was unknown. The event was resolved, and the information was confirmed with the hcp.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 07-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (50 mcg/ml at 19.993 mcg/day) and bupivacaine (30 mg/ml at 11.996 mg/day) via an implanted pump. It was reported that the patient was scheduled for a catheter revision on (B)(6) 2024. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.